Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient reported that during implant of the implantable pulse generator (ipg) system "they left water in pipe", they forgot to drain the pipe and once they realized they left water in pipe it was too late to re-open incision as heart rate was too high". The patient also reported experiencing acute pain in chest area, syncope, a falling heart rate and a spike in blood pressure. The patient reported not being sedated for a second procedure which occurred for unknown reasons. The system remains in use. No further patient complications have been reported as a result of this event.